Event description:
Boston scientific crm received information that this chronic implantable atrial lead was noted, during an invasive procedure, to have lead insulation degradation. The insulation was repaired with a lead repair kit and the lead remains implanted. Difficulty was experienced securing the leads into the header of this cardiac resynchronization therapy defibrillator (crt-d). This device was not used; another device was successfully implanted and this explanted crt-d was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was found to have the rv ring, a ring and df-setscrews in the up position. Those setscrews could not be loosened with 18 inch ounces of force. A side loading rotational method was used and the setscrews were successfully loosened. Then, all setscrews operated normally. The device was put through, and passed, a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing, high voltage shocking, micro switch, and recording functions of the device.